Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The caller stated that they are in possession of the customer's insulin pump but cannot turn it on. The caller stated that they tried changing the battery and tightening the battery cap, but, the insulin pump still did not turn on. No further information is available because the caller disconnected the call. Call back attempts were made without success. A call back request letter was sent on 10/28/2016. No call back has been received.